Event description:
It was reported that the patient presented to the emergency room with shortness of breath and bradycardia. The right ventricular (rv) lead had exhibited high thresholds and loss of capture. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.